Manufacturer narrative:
The implantable devices ulys, gali and edis have a specific encryption key stored in device (for cybersecurity purpose). The encryption key is not stored in the .idf files for security purpose. Therefore, the programmer manager is not able to recognize patient data in the idf files. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly on 17 may 2024, the (B)(6) hospital received a report via the telemedicine platform. The patient has experienced multiple atps and also a shock. It is noticeable that in the observation window, it is only noted that the patient delivered atp on (B)(6) 2024, but not that he had already experienced a shock on (B)(6) 2024, three days earlier. Nevertheless, the data file have been downloaded from the platform to import it into the smarttouch programmer for a more detailed examination. When importing, the patient data was lost, and only jumbled letter combinations appear in the field.

Event description:
Reportedly on (B)(6) 2024, (B)(6) hospital received a report via the telemedicine platform. The patient has experienced multiple atps and also a shock. It is noticeable that in the observation window, it is only noted that the patient delivered atp on (B)(6) 2024, but not that he had already experienced a shock on (B)(6) 2024, three days earlier. Nevertheless, the data file have been downloaded from the platform to import it into the smarttouch programmer for a more detailed examination. When importing, the patient data was lost, and only jumbled letter combinations appear in the field.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.